Manufacturer narrative:
The returned device was evaluated. During evaluation the unit shows a three beep fault after several seconds of operation. The system board was found to be defective. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the display goes blank while monitoring a patient. Customer has to power cycle monitor to get the display to work. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit shows a three beep fault after several seconds of operation. The core board was found to be defective. The core board was replaced and the unit functioned as designed.